Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative and a consumer regarding a patient who is implanted with a neurostimulator. It was reported that the patient has an implanted diabetes pump and believes that the device to control her diabetes pump is turning off the implantable neurostimulator. The patient recharges daily, and even when it is at 80% full, she will top it off, so it is unlikely that the implantable neurostimulator has discharged. It was reviewed that the patient should keep a diary of these occurrences for further troubleshooting. There were no further complications reported.